Event description:
It was reported that a large volume infusor under infused during infusion. The expected therapy time was 168 hours; however, after the therapy time was complete, it was observed that 1/3 of the volume remained. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) should additional relevant information become available, a supplemental report will be submitted.